Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the black pusher thumb piece was able to be moved, however the staple has not scamped, and the device did not fire.